Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00262. Additional information received advised that the patient was prescribed antibiotics and the issue is resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: it was reported the patient experienced nausea, a severe headache, and an elevated white blood cell count post an scs trial implant. Reprogramming was tried to no avail. Reportedly, the patient presented to the emergency room (ER) wherein the ER physician contacted the trial implant physician. In turn, the trial implant physician declared the patient's symptoms would reconcile.

Event description:
Device 1 of 2 . Reference MFR. Report#: 3006705815-2019-00262.